Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed flow cell clog errors and noted the instrument had generated non-numeric incomplete flags for differential results. The differential power supply, diluter 3 board, analog 5 card, flow cell, light scatter sensor, and sample lines were replaced to resolve the issue. The instrument was verified and validated. (B)(4).

Event description:
The customer reported a coulter lh 750 hematology analyzer generated flow cell clog errors. The customer stated that no erroneous numeric results were generated and there was no impact to patient treatment in connection with this event.